Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient posterior post operative inflammation. Medication was administered. The lens remains implanted. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim: # (B)(4).